Event description:
The handpiece was returned to the manufacturer for routine maintenance. During evaluation, it was found to overheat. There were no user injuries or adverse consequences.

Manufacturer narrative:
Internal components were evaluated, and extensive corrosion was discovered. The presence of corrosion can lead to increased friction between rotating components, resulting in heat being generated.